Event description:
It was reported that the right ventricular (rv) lead had oversensing due to a lead fracture. It was also reported that the rv lead was cut during the laser lead removal process. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed, and no anomalies were found. It was noted that the defibrillation conductor was distorted, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was torn, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, guidetooth was damaged, and the lead was stretched, and there was apparent explant damage.